Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/07/2016. The fse found the actuator for pinch valve pv21 was damaged. The fse replaced the actuator, which repaired the leak. The fse also found that the actuators for valves pv20 and pv22 were damaged. The fse replaced the actuators, which repaired the partial aspiration errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was also generating partial aspiration errors. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.